Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the outflow graft, lot number 7353493, and the reported contamination could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The heartmate 3 lvas IFU is currently available. The IFU provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray. The IFU states to move the sterile pump to the pump preparation sterile. The user is also instructed to remove all the sterile components from the accessories tray and place in the sterile work area. The IFU warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for the sealed outflow graft, lot 7353493, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 (under ¿unpacking¿) notes to use care when unpacking items, as several must be placed in the sterile fields. This section also provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray. The IFU states to move the sterile pump to the pump preparation sterile area. The user is also instructed to remove all the sterile components from the accessories tray and place in the sterile work area. Section 5 (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There is no patient information because there was not patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when opening the heartmate 3 implant kit the outflow graft (ofg ref: 105581us, lot 7353493) was contaminated while placing it on the field. The outflow graft was replaced with another one from a different kit. It was planned to be replaced with purchasing a stand alone outflow graft.